Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib) presented a visible blood, air bubbles and leaking. Doctor inserted orion catheter into the faradrive sheath. On aspiration large amounts of bubbles were pulled through the valve into the flush line. Blood was also observed dripping from the valve. Catheter was removed then reseated into the sheath with same issue. Procedure successfully completed using original method and/or device. The device was disposed so it won't be returned.